Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 400 mg/dl at the time of incident, 300 mg/dl at 1 pm in the night and currently 213 mg/dl. The customer had been using insulin pump system within 48 hours of high blood glucose level. They treated themselves with manual injections. The drive support cap appeared normal. The insulin pump will not be returned for analysis.